Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to out of range pace impedance measurements and insulation issue. A new lead was implanted. The device remains implanted. No additional adverse patient effects were reported. This lead will be returned.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory the complete lead was returned. Visual inspection noted setscrew marks on the tip and ring portion of the lead. In additional it was noted that the outer insulation had marking as well as a mark from the tip, all consistent with a normal implant. The lead passed electrical testing. Laboratory confirmed the allegation when it comes to the lead insulation although this was likely induced during the explant. The high impedance measurements could not be confirmed by laboratory analysis.